Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the battery impedance was >2000 ohms and the device went to vvi mode.